Event description:
The user facility reported that during a patient procedure, the floor locks disengaged and the table gradually lowered to the tables wheel's. The facility re-engaged the table floor locks and successfully completed the surgery. There were no procedural delays/cancellations or injuries associated with the reported event.

Manufacturer narrative:
A steris service technician arrived at the facility and was unable to duplicate the reported event. The technician replaced the table floor lock manifold as a precautionary measure, tested the table for correct function and returned the table to service. The table subject of the reported event has been in service for approximately 5 years and is currently under steris warranty and service contract.